Event description:
Additional information was received on 10/01/2024: this was discovered during a root repair procedure on (B)(6) 2024. Ar-12990n scorpion needle / lot: 15090251 is the part and lot number of the needle used in the case. The device broke inside the patient, and all fragments were found. They opened a new scorpion passer and needle. The case had no delay. No photos were taken of the allegation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.

Event description:
On 09/24/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion had the distal end of the needle broken inside the shaft. The proximal end of the needle was retrieved. A new knee scorpion was opened to complete the case without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.